Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed to detect and deliver therapy during an episode of ventricular tachycardia. The episode lasted long enough that the patient became symptomatic and was brought to the hospital where external cardioversion was performed.